Event description:
It was reported that the device was implanted on (B)(6) 2015. On (B)(6) 2017, it was removed the broken the screw, but the tip of broken screw was remained in patient. At the time of initial surgical procedure, it was assumed a possibility of breakage screw.

Manufacturer narrative:
Method: visual inspection, device history review, complaint history review, risk assessment; result: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Visual inspection for the device showed that the screw was fractured at the thread body. Conclusion: the root cause of the event cannot be determined with the given information.

Event description:
It was reported that the device was implanted on (B)(6) 2015. On (B)(6) 2017, it was removed the broken the screw, but the tip of broken screw was remained in patient. At the time of initial surgical procedure, it was assumed a possibility of breakage screw.